Event description:
It was reported that an ilet user interrupted a supply change and inadvertently selected the ¿fill tubing only¿ sequence instead of performing a full cartridge and tubing change, resulting in difficulty completing the process and rewinding without a cartridge installed; the user¿s blood glucose was 135 mg/dl during the call, and the agent guided the user to complete the on-screen step and then correctly perform a full change of cartridge and tubing. There were no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no health consequences. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user error related to incorrect supply change steps, with the device functioning as designed once correct steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user error.